Manufacturer narrative:
The complainant was confirmed. The flare was recovered and returned with device. There was residual adhesive remaining on the flare. Kynar insulation at the outer edges of each electrode is cut due to being retracted into the shaft without the flare. The flare is split lengthwise. There was adhesive bond failure between the flare and shaft.

Event description:
During an lsh procedure, the flare detached from the cutting forceps and fell into the pt. The flare was recovered with no harm to the pt. The procedure was completed with another like device.